Event description:
It is reported that the screws appear to be 14mm in length instead of the 20mm in length they should be.

Manufacturer narrative:
This report will be amended when our investigation is complete.